Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive buttons. No vibration anomaly or audio anomaly was noted during testing. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot and a broken reservoir tube lip.

Event description:
It was reported by the customer's father that their insulin pump was alarming battery out limit. Customer stated they have changed the batteries but the issue was not resolved. Advised customer to discontinue use of device and revert to back up plan. Customer also stated they do not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was 282 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.